Manufacturer narrative:
Per the tandem user guide, "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. During the call with tandem technical support, the customer disconnected the tubing at the t:lock. Cts educated the customer to only disconnect at the infusion set site. Customer's blood glucose level was 220 mg/dl. Customer primed the tubing to address the issue and resumed insulin delivery.